Event description:
It was reported that a minimum fill notification intermittently occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. A new cartridge was loaded to resolve the issue.